Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device restarts while it was ventilating with test lung, the screen turned off, the audible alarm is heard, and the ventilator device restarted. This occurrence was noticed during a weekly check-up while connected to a test-lung. A continuous alarm was observable both visually and through hearing. It was not reported whether alarms were triggered. The device log files (service log, error log, event log) were provided to hamilton. The event log file shows that the device started three times without an "off" being logged and reports "ventilation continued after power failure". There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device restarts while it was ventilating with test lung, the screen turned off, the audible alarm is heard, and the ventilator device restarted. - this occurrence was noticed during a weekly check-up while connected to a test-lung. - a continuous alarm was observable both visually and through hearing. It was not reported whether alarms were triggered. - the device log files (service log, error log, event log) were provided to hamilton. The event log file shows that the device started three times without an "off" being logged and reports "ventilation continued after power failure". - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.